Manufacturer narrative:
Device was verified by field service engineer and found to be operating to specifications. Case logfile review did not show any system issues. Based on the results of the investigation, the device was found to be operating to specifications. Root cause for the reported issue could not be determined. (B)(4).

Event description:
Surgeon reportred post operative central islands and myopia, post lasik surgery. Pt information rec'd shows pt experienced decrease in bcva at one day post op, and slight overcorrection at seven days post op, for the right eye. Surgeon mentioned that the case may need an additional treatment in the long term. Left eye of the same pt is reported under manufacturer report # 3003288808-2011-00067.